Event description:
Same case as MDR ID: 2134265-2014-06885. It was reported that a rotawire break occurred. The facility started using compressed air from a wall supply instead of a stand alone cylinder for the rotablator rotational atherectomy system. They were priming the burr speed and it reached 300,000 rpm when the rotawire broke. They completed the procedure with a different device. There were no patient complications as the wire was outside the body, and the patient's condition is stable.

Manufacturer narrative:
Brand name - corrected from rotalink¿ plus to rotablator rotational atherectomy system. Upn-search - corrected from h749236310040 - rotablator rotalink plus 1.75mm - 23631-004 to h802228240021 - rotawire 325cm gw(1)flop - 22824-002. Upn - corrected from h749236310040 to h802228240021. Catalog/model # - corrected from 3631-004 to 22824-002. Device lot number - corrected from 16893709 to unknown. Device expiration date - corrected from 03/31/2016 to unknown. Device manufactured date - corrected from 04/15/2014 to unknown. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06885. It was reported that a rotawire break occurred. The facility started using compressed air from a wall supply instead of a stand alone cylinder for the rotablator rotational atherectomy system. They were priming the burr speed and it reached 300,000 rpm when the rotawire broke. They completed the procedure with a different device. There were no patient complications as the wire was outside the body, and the patient's condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06885. It was reported that a rotawire break occurred. The facility started using compressed air from a wall supply instead of a stand alone cylinder for the rotablator rotational atherectomy system. They were priming the burr speed and it reached 300,000 rpm when the rotawire broke. They completed the procedure with a different device. There were no patient complications as the wire was outside the body, and the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).